Event description:
Infant has peripherally inserted central catheter (PICC) line for total parenteral nutrition (tpn) & lipids, the pump kept alarming throughout the shift with "air in line" and there was air in line even without it alarming. This was only happening on the tpn line, not the lipid line. We have been having trouble with the IV tubing lately in the unit with back flow of blood or lipids and air in the line. Nurse was diligent about assessing for air every time at the bedside, every hour and sometimes more frequently. Determine what the problem is with the tubing, or maybe how we are priming the line, or if there is something wrong with the channels of the pumps.